Event description:
A home patient (hp) contacted (B)(4) regarding check your position alarm that occurred on the home choice (hc) unit during fill. The hp stated there was air in the patient line. The technical service representative (tsr) explained to the hp that they needed to end therapy and start over with new supplies. There was patient involvement, but no medical intervention or injury was reported. A follow up was done via phone. The nurse stated the hp did contact them about the air in line. The nurse was not sure about what caused the air in line and that the hp has continued therapy no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check your position alarm. The patient stated that there was air in the patient line. A sample was not returned to baxter therefore complaint could not be confirmed in the lab. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.